Event description:
New information received states the ipg was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to communicate with and the patient controller displayed the generator was unavailable. A surgical intervention is anticipated in the near future. No further information is available at this time.